Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose levels remaining above 180 mg/dl for extended periods and peaking above 300 mg/dl, including an overnight interval with no recorded cgm or insulin data and a subsequent pump shutdown, after recent full supply changes and several ¿less than usual¿ meal announcements. Symptoms included hyperglycemia. Outcomes included no hospitalization and no alerts for high blood glucose until the threshold was exceeded. Investigation included review of device and cgm data logs and user troubleshooting and education, with the case assigned for additional training. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.